Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02ta together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2026 from the imedidata study database: on (B)(6) 2026, a patient with a thoracoabdominal aneurysm underwent a reintervention of an endoleak from a prior endovascular procedure. A gore® tag® conformable thoracic stent graft with active control system was implanted between zone 4 and 5 in the descending thoracic aorta. Between (B)(6) 2026, the patient underwent spinal cord drainage due to spinal cord ischemia. This event was resolved on (B)(6) 2026.